Event description:
Customer states the device has a micu2 m4735a, (B)(4) tcp error. There is no error for a tcp error or an micu error the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.